Event description:
Medwatch report number 3901330000-2009-8013 was received stating that a "physician was using the drill for an emergent craniotomy. The drill froze, so the physician backed it out using a rocking motion but the drill bit broke. The physician decided to leave the fragment in the pt, as trying to remove it would cause more damage." On follow-up it was noted that the fragment had penetrated the dura. It was also noted that the items would not be returned for eval. There was no update on the pt's condition available.

Manufacturer narrative:
The device was not available or eval. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff."